Event description:
The report received from the filed indicated that the stent came off the balloon while advancing to the lesion site. A balloon was put through the stent and dilated to 3 atms. The physician then pulled both the stent and the balloon out of the pt without incident. There was no pt injury. The product has been returned to cordis for testing, the result of which are pending.